Event description:
It was reported that "(B)(6) 2025, the doctor found the needle hub has crack during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The image shows various components from the cvc kit including the introducer needle. The complaint of a cracked needle hub was not able to be confirmed by the photo. The customer also returned an introducer needle, 2 other needles, guidewire assembly, catheter, and dilator for analysis. Signs of use in the form of biological material were observed on the needle. Visual analysis revealed that the needle hub contained one crack on the hub. Microscopic examination confirmed the crack. It was noted that the needle hub contains a notch. A device history record review was performed, and no relevant findings were identified. The customer report of a cracked needle hub was confirmed through investigation of the returned sample. Visual inspection revealed a crack on the needle hub. The failure mode identified is consistent with the failure mode investigated per a previously opened CAPA. Based on the CAPA investigation, the root cause of this complaint is design related. Teleflex has identified that this needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. The CAPA was fully implemented 23-aug-2023 using a new alcohol-resistant material to manufacture the needle hub. The manufacturing date for the needle hub involved with this complaint occurred prior to the CAPA implementation date. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "on (B)(6) 2025, the doctor found the needle hub has crack during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".